Event description:
The spontaneous report was received from physician via company representative and dpoc, referring to female patient of unknown age. The patient's concurrent conditions included gravidity 1 and parity 0 (g1p0). This report concerns 1 patient and 2 devices. The patient's medical history included on (B)(6) 2022, she had primary cesarean delivery (cesarean section). Quantitative blood loss (qbl) at the time of delivery was about 800 milliliters (ml). The bleeding was started on exiting from the operation room (or) and misoprostol (cytotec) was given with oxytocin citrate (pitocin) blousing (both are considered as concomitant medications), and bleeding was in recovery. On (B)(6) 2022, vacuum-induced hemorrhage control system (jada system) was placed in recovery via intrauterine route (lot# and expiration date was not reported) for bleeding (postpartum haemorrhage). It was reported that few minutes was delayed in getting suction because regulator was not connected correctly, they corrected it in few minutes (device effect delayed). Initially vacuum-induced hemorrhage control system (jada system) was worked, and fundal massage improved with about 300 ml blood return and doctor was not happy with fundal tone and some blood from vagina. 90 ml was used to fill the cervical seal. Ultrasound (us) confirmed vacuum-induced hemorrhage control system (jada system) loop was intrauterine and correctly placed. The vacuum-induced hemorrhage control system (jada system) was removed, and clot noted and covered all the pores in the intrauterine loop (device occlusion). The second vacuum-induced hemorrhage control system (jada system) was placed via intrauterine route (lot# and expiration date was not reported) for postpartum haemorrhage within about 10 minutes (mins) of removal of the first vacuum-induced hemorrhage control system (jada system) with in large amount of blood returned into cannister about 1000 ml and blood from skin incision and it was not controlled the bleeding (device ineffective). On (B)(6) 2022, second vacuum-induced hemorrhage control system (jada system) was removed. Decision for hysterectomy and during hysterotomy doctor assisted did note a possible hematoma in the hysterotomy incision that could account for the bleeding. Patient went to intensive care unit (ICU) for 1 day and total 14 units blood products were transfused, stabilized quickly. To mom baby unit the next day stable. Upon internal review, the event "device ineffective" was determined to be serious due to required intervention (devices). Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.